Event description:
It was reported to philips that the device's battery is not charging. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) was assigned to investigate the reported problem. Upon investigation, the cause was traced to a faulty battery. Request has been sent to supplies warranty for replacement. The battery was returned to the failure analysis lab for evaluation (received: 29-sep-2021). Based on the conclusion of the evaluation, the reported problem was verified in the lab - the battery pack was unable to charge either in heartstart mrx device or a cadex charger. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160 - bad fuse or driver¿. Troubleshooting conducted revealed fuse f1 open. Defective component was replaced per warranty submission for replacement, and the battery operated as normal.